Event description:
The physician reported that the patient generator was interrogated and diagnostic testing was successfully performed. It appears that the failure to interrogate is due to electro-magnetic interference. No additional relevant information has been received to date.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the physician was experiencing a failure to communicate error with the patient's generator. The generator had been implanted in (B)(6) and the physician confirmed that the generator had been interrogated since the implant surgery. Troubleshooting was completed which included verifying that the battery in the programming wand was not depleted. The connections of the cables to the tablet were removed and reinserted. It was verified that the handheld programmer was not plugged into the wall power outlet. However the patient left the office that day without being interrogated. It was reported that another patient's generator had been successfully interrogated without issue with the handheld programming system. Manufacturing records indicated that the generator passed qc inspection prior to distribution. A review of the internal programming database found data from the day of implant. On that day diagnostics were normal and the generator was programmed on. No additional relevant information has been received to date.